Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra test strips were peeling. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed that the test strips were peeling on (B)(6) 2015 at 8:00pm. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management regimen as a result of the alleged issue. She reported that ¿1 hour¿ after the start of the alleged issue, she developed symptoms of ¿frequent urination [and] thirsty¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the patient was using the correct testing steps. The alleged issue occurred after inserting the strip into the meter. The cca walked the patient through inserting a new test strip but the issue remained unresolved. Replacement test strips were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of severe hyperglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.